Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).

Manufacturer narrative:
The investigation is on-going. Supplemental reports will be filed upon completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Facility name (B)(6) truncated due to character limitations. (B)(4).

Event description:
A customer in the (B)(6) alleged the generation of false positive results for 2 patient samples when tested with the cobas liat analyzer. It was noted the customer retests their positive samples on another cobas liat analyzer. No further details or data were provided. No harm was indicated. Two mdrs will be filed, one for each patient sample.